Event description:
It was reported that physician was performing a fistulagram of a central stenosis. During the procedure, the balloon circumferentially ruptured and became stuck in the patient. Surgical cut down was required to removed the balloon.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation was one conquest catheter with a stopcock attached to the balloon leg luer fitting and an 8f introducer attached to the catheter shaft. Upon inspection of the returned catheter, only the proximal half of the balloon was still attached to the catheter. The distal end of the balloon was separated. Due to the sample condition the balloon could not be inflated and introducer passage could not be verified. The introducer sheath was severely kinked and accordioned in multiple places. The remaining portion of the balloon could not be removed from the introducer due to the kinked and accordioned sheath. The result of the investigation was confirmed for a balloon rupture, but was inconclusive for a circumferential rupture due to the condition of the sample. The IFU (info for use) for this product states the following: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.